Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2015 with the following findings: during testing, evidence of contamination was found under all the keypad button contacts. The display screen was found to be dim and discolored. The top of the battery cap was worn. The cap was able to secure to the pump; however, it was difficult to remove from the pump. Additionally, the keypad cover was returned torn through the ok button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under key contacts, a display screen issue, and damage to the battery cap. This report is made based on results of investigation completed on 10/20/2015.